Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient's husband reported that the patient had a prickly rash with clustered red bumps that were very itchy. It was reported that the patient had sensitive skin. During a follow up the patient reported that a nurse suggested the use of cortisone cream. The rash was reported to be improving. There was no alleged device malfunction.